Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. The f-94 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a damaged main battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. No additional information is available.